Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported an incident with a (B)(6) - double leg amputation - where account performed testing for possible transfusion on (B)(6). Anti- little c eventually identified by reference lab. Account performed screen on the provue with 0.8% surgiscreen lot vss944, and mts anti-igg lot 062817001-50. Screening cell #3 reacted 1+ (homozygous little c) but cell #2 was negative. Account then tested 0.8%resolve panels in manual gel using the same lot of gel cards. One-vra286 - cells were hit and miss - homozygous cells 4, 7, 8, 9 were 1+. Homozygous cells 3, 6, 10 were negative. Heterozygous cell 5 was also negative. 15 minute incubation. Ac was 1+. Two-account tested a second panel vrb237. Homozygous cells 12, 21, 22 were 1+. Homozygous cells 12, 14,15,16,17 were negative. Three-account then performed a tube peg screen using 3ss384. 15 minute incubation. All screening cells were negative. 4-account then performed tube/peg panel ra067. All panel cells were negative. Fifteen minute incubation. Account sent sample to a reference lab (bloodworks) and decided to call antibody a nonspecific antibody pending results from the reference lab. Three units were igg crossmatched and patient received all three units prior to getting the results from the reference lab. Two of the units transfused were little c positive. Account knew that patient had been transfused recently although they could not provide an exact transfusion history. Reference lab detected anti-little c in the plasma (tube peg using immucor cells) and the eluate. Dat testing performed by reference lab was 2+ both poly and igg. It appears patient had developed the anti-little c prior to collecting this sample ((B)(6)). Patient was discharged on (B)(6) and account never got another sample from the patient - the only sample they have is the initial sample drawn on (B)(6). Account states that nursing staff and physician did not call a transfusion reaction. However, because of the testing results generated - the blood bank did call it a delayed transfusion reaction.